Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump shut off. The pump was connected to a power source and was able to be turned on. Subsequently, the customer was unable to charge the pump despite the attempt of multiple cables. It was confirmed that the charging supplies were able to successfully charge another device. The customer's blood glucose (bg) level was impacted however a specific value was not provided. Customer stated a manual injection would be delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.